Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished good release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
International customer reported that the device delaminated during implant. The surgeon tacked the device in place and completed the procedure. No adverse patient consequences were reported.